Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Device had cracked case at battery tube threads and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were not responding. The customer removed and reinserted the battery and the device would not come back up. The customer did not recall any significant events leading to the keypad issue. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.